Event description:
Additional information received indicates that the ipg was replaced due to it being inoperable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had their ipg replaced for an unknown reason. There were no complications during the procedure and effective therapy was established post-operatively. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.